Event description:
The customer reported the device failed to charge on ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field svc engineer. The symptom could not be duplicated. The device passed testing and was returned to the customer. Based on the customer's report we are considering this a malfunction. We are unable to determine the cause, since the symptom was not duplicated.